Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. No issues or damages were identified on the hypotube shaft and shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a longitudinal balloon tear (4mm in length) from the proximal section of the distal markerband towards the distal tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Distal tip damage (tip material stretched) was identified. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the shaft polymer extrusion noted stretching 7mm proximal to the proximal markerband.

Event description:
Reportable based on the device analysis completed on 22oct2025. It was reported that the balloon could not cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not cross the tortuous anatomy even after multiple attempts to push the cutting balloon through the angulated diseased segment. The diseased segment was pre-dilated at high pressures with an nc balloon, but still the wolverine could not cross. The procedure was completed with another of the same device. There were no patient complications reported post procedure. However, device analysis revealed a tear on the balloon.